Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic surgery event description: [hospital] "the clip was not loaded and the clip did not come out at all." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit dry fired. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Corrections: d1, d4, h4.

Event description:
Procedure performed: laparoscopic surgery. Event description: [hospital] "the clip was not loaded and the clip did not come out at all." Product is available for return. *additional information was received via email on 06nov2024 from [name], amk territory manager. "It was confirmed that the returned unit (lot# 1506866) was the right unit for this complaint. Since there was some confusion when packaing the complaint product by hospital, the box lot number and the product lot number were different and the wrong lot number (1506864) was initially reported." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.